Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. H6: suggested component code: mechanical (g04) - stem. The customer indicated that the product was discarded as a biohazard; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision approximately 1-year post-implantation due to loosening. It was noted that the cpt stem was revised. It was confirmed that no further information could be provided.